Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 168 mg/dl. Reportedly, a temperature change had occurred to the pump prior to the occlusion alarm declaring. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. The supplies were changed to address the event and insulin delivery was resumed.